Manufacturer narrative:
Pump received with broken battery tube threads, broken reservoir tube lip, cracked case display window corner, stained address/serial number label, cracked case reservoir tube window corner. The p-cap does not lock into the reservoir compartment properly noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was a crack in the insulin pump around the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.